Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported there was a problem in oxygenation during perfusion in the vic correction surgery of the patient.the patient weighs (b)(6 and the circuit was prepared based on congenital perfusion protocol.the pressure reducing valves of the network were open(compressed air at 4kpa and oxygen at 4.5kpa as instructed by the team leader)and circuit decompression was performed.the used blender was braille(flowmeter nº08 and gas mixer nº08).the first gasometry was sent with 15 minutes of ecc at 33ºc, fio2 of 80% and gas of 0.5l,obtaining results of 327mmhg of po2 and 37.6mmhg of pco2.with satisfactory results,the oxygenation parameters were not altered.at the end of the ecc,at 50 minutes,the other gasometry was sent,at 35.5ºc(minutes before opening of the aorta clamp)fio2 of 80% and gas of 0.5l and the results were 71.2mmhg of po2 and 52.3 mmhg of pco2, with an abnormal retention of co2 resulting in respiratory acidosis.the surgery team was informed and immediately activated gas therapy service.the ecc was completed without further problems and lasted 1h16min.the gas therapy team awaits the end of the procedure for performing the valves expertise,but believes it was an oscillation of the hospital's gas network.ref.: #703006773, customer ref.:na

Event description:
Ref.: (B)(4). , customer ref.:(B)(4).

Manufacturer narrative:
Maquet medical systems, USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4) rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- maquet medical systems USA (B)(4) contact person- (B)(6). Oxygenator was sent back for investigation in the laboratory of manufacturer. Leak test was performed. A leak at the adhesive connection of the blood outlet connector and at the luer lock of the temperature sensor were detected. Based on this failure could be confirmed. An additional complaint was opened in order to track and trend the additional detected failure at the temperature sensor (703006978). Sap trend search was performed(material, failure code) which came to following results:0 additional complaint was recorded which appears reported issues are the same since the last 12 months. The trend search also was performed according to the oxy batch. The product list which this defective oxy was used, is found via sap.sap trend search was performed for this product list and similar failure descriptions which came to following results:no additional complaint was recorded which appears reported issues are the same in last 12 months. Based on the sales figures of the last 12 months following occurrence rate has been calculated:0%, which is below 1%.due to this information no systemic issue could be determined. Affected product basic lot 70119133 and packaging lot 70119131(serial number (B)(4). The avz from emv483 to emv498 was reviewed. There were no references found, which are indicating a nonconformance of the product in question. The manufacturer`s review of the steps in production indicated that a related inspections are conducted during manufacturing. The information obtained so far in this investigation would confirm that the device met its specification at the time of manufacturing and therefore all damages found on the product are due to excessive or inadequate external physical force that was exerted on the product after the release. The exact root-cause which led to the described failure could not be identified.